Manufacturer narrative:
(B)(6). Additional suspect medical device component involved in the event: model#:sc-2218-70 serial#: (B)(4) description: enh st ld kit, 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient was involved in a car accident and is now experiencing a stinging sensation at the pocket site. Lead migration was verified by x-ray. During the lead revision procedure the physician decided to replace the patient's entire system as he wasn't sure if there was any damage done during the car accident. The patient is doing well following the revision.